Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician could not fit the screwdriver to the setscrew when fixing the svc (superior vena cava) plug to the header as the setscrew seemed to have fallen out of the thread. It was noted that it was unknown whether the physician turned the screw counterclockwise before fixing. The implantable cardioverter defibrillator (ICD) was not used and a different ICD was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.